Event description:
This pt with type 1 diabetes had an episode of severe hypoglycemia in january so rptr performed a continuous glucose monitoring study (cgms) on her in early february. When she started the sensor her glucose was 200 mg/dl and it was calibrated to the bd paradigm link meter. Over the course of the 72 hour sensor test, when her glucose on the sensor was reading below 70 the meter was reading as high as 126, suggesting it could not read accurately in these low values. Her a1c is 5.5% and thus rptr has to wonder if using this new meter, for her, resulted in her episode of severe hypoglycemia since it appears to read high at the lower values.